Event description:
Reports a pacing failure occurred while in use.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. A lot number was not reported. Continuity testing was performed per specification on the returned sample. During continuity test, it was determined that distal electrode does not have any conductivity. Further investigation showed that distal electrode wire was broken approximately one millimeter distally from the bottom of manifold. This breakage might occur during catheter handling as removing from the tray, preparation to procedure etc. All catheters are 100% continuity tested during the manufacturing process prior to packaging and shipping. Since a lot number was not provided a thorough investigation could not be performed.